Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: the pump's black box showed no unusual power interruptions. There was one pump reboot event associated with a call service 064 alarm. The battery compartment and the battery cap were undamaged and able to fit securely to maintain an electrical connection. Moisture corrosion was observed on the display screen inside the pump. A leak test failed due to a display lens leak.